Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. Model lap top ventilator 1150 passed all testing and met all carefusion manufacturer specifications. All event trace entries are consistent with normal ventilator operation and there were no failures detected with the device.

Event description:
It was reported to carefusion that a patient complained of lack of air flow while connected to model lap top ventilator 1150. The patient was showing signs of increased work of breathing and shortness of breath. The patient was immediately removed from the unit and placed on a back up ventilator. The customer stated the unit was delivering less flow than what was set. The customer confirmed there was no further patient harm associated with the reported issue.